Event description:
Boston scientific received information that this pacemaker exhibited an out of range right ventricular (rv) pacing impedance measurement. Measurements were previously 1,400 -1,500 ohms and recently decreased to 300 ohms. There was no evidence of noise in stored episodes or while performed isometrics. No adverse patient effects or symptoms were reported.

Manufacturer narrative:
This device remains in service and the patient will continue to be monitored. Should additional information become available this report will be updated.